Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter shaft broke and leaked. A 1.85mm jetstream® sc atherectomy catheter was selected for an atherectomy procedure in the stenosed proximal popliteal. During preparation of the device, the prime button was pressed to initiate priming. After priming had completed, there appeared to be a break and leaking saline from the black catheter shaft. A second priming sequence was completed for closer examination. It was decided to not use the device. A second jetstream catheter was selected and the procedure was completed with no complications. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a jetstream sc-1.85 atherectomy catheter in one piece with no other devices. The device was checked for any damage or leaking issues. During functional testing no issues with functionality or leaking was noticed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter shaft broke and leaked. A 1.85mm jetstream® sc atherectomy catheter was selected for an atherectomy procedure in the stenosed proximal popliteal. During preparation of the device, the prime button was pressed to initiate priming. After priming had completed, there appeared to be a break and leaking saline from the black catheter shaft. A second priming sequence was completed for closer examination. It was decided to not use the device. A second jetstream catheter was selected and the procedure was completed with no complications. There were no patient complications and the patient was stable.